Manufacturer narrative:
(B)(4). Additional information and the return of the instrument to corin (B)(4) has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be retrieved and reviewed. The instrument will be examined if returned. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA.

Event description:
It was reported that the thread on an acetabular shell impactor has broken.